Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. The customer¿s blood glucose was 222 (mg/dl). Although requested, the customer declined to provide any additional information.